Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the possible contamination in the flowcell, a faulty buffer valve and electrode. The fse replaced the buffer valves, reference valve and reference electrode which resolved the issue. Information not provided by customer. (B)(6). (B)(4).

Event description:
The customer reported the generation of erroneous na (sodium) results on their au5800 clinical chemistry analyser. There was no report of change to patient treatments as result of this event. The customer did not provide data.